Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) alarm on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm. This occurred during dwell cycle two of five of peritoneal dialysis (pd) therapy. During therapy the patient¿s supply bag fell and disconnected from the clamp. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a bag falling and disconnecting is a known cause of this issue. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.